Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600 mg/dl with small urinary ketones present. The patient was reportedly hospitalized and treated with intravenous fluids and intravenous insulin at a rate of 10 units per hour. The reporter alleged an inaccurate delivery issue with the pump. The basal history reportedly did not match the active basal program. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: a review of the basal history appeared to be inaccurate due to an unexplained loss of prime, followed by a power on reset. Deliveries were resumed and a call service alarm was recorded indicating the user attempted to edit the basal rate but did not save it. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. No delivery interruptions or alarms occurred. The history settings issue was unable to be duplicated during investigation.